Event description:
The customer reported that the jaws would not open while on tissue after the fourth activation. The surgeon forcibly pulled apart the handle of the device to open it and this caused the jaws to break inside the patient. All of the pieces of the device were retrieved and there was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.